Manufacturer narrative:
Eval: results: as returned, the device was fully functional at idle current. No further testing performed as analysis of pain could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10248. The pt received the scs system on (B)(6) 2011 which consisted of an ipg and a surgical lead. It was reported the pt was experiencing procedural pain in her head and at both the ipg and lead insertion sites. The pt reported she has been experiencing the pain since implant. The physician removed the entire scs system.